Event description:
We are considering purchasing a new product for our facility-the ross ready-to-hang enteral feeding container. During the evaluation process, we noted the potential for tubing misconnection and brought it to the attention of the rep. Although the feeding system has a "no IV" label, it is easy to take IV tubing and connect it to the system. If such an event were to occur, a patient who receives enteral feeding intravenously could have a fatal outcome. The following recommendations were made to the manufacturer rep:1. Significantly increase the diameter of the opening where the feeding is spiked so that if an IV tubing was attempted to be inserted, it would not stay in place. This will require that the ross patrol pump feeding tube set be modified so that the diameter of the piercing pin is increased to match the opening in the feeding solution container.2. Tint the spike cap purple to provide a visual cue that the purple feeding tube should connect with the purple tinted cap. Currently, the cap is clear, just as the IV tubing is. (Enteral feeding tubing currently has an orange piercing pin. The company is changing to purple. Having like colors could be helpful in preventing a potential misconnection.)members from risk management and the product committee met with abbott nutrition representative to present the information contained in this report and demonstrate how easy it was to connect the feeding to an IV set. According to the abbott representative, there have been no reports of such a tubing misconnection to the manufacturer. The recommendations for changes were presented for the representative to take back to the abbott quality department.